Event description:
Vistakon's affiliate received info from a pt stating the pt was treated for keratitis and a corneal ulcer. The pt was reported to be an acuvue contact lens wearer at t he time of the injury. Additional info, including product info and treating eye care professional info has been requested but has not been provided by the pt to date. Although a corneal ulcer and keratitis may or may not be a serious injury, this incident is being reported because a serious injury can not be ruled out.